Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report, in the following sections: d10 - device available for evaluation - corrected to "yes" and entered date returned to manufacturer. G3 - reporting source - indicated only company representative for this follow-up #1. G7 - type of report - noted as follow-up #1. H2 - noted this report contains "corrected information" and "additional information". H3 - device evaluated by manufacturer - corrected to "yes". H6 - added manufacturer's codes for: method; results; and conclusion. The device was returned, and the product investigation was conducted, with the results noted below: the lens was found inside the nozzle. The leading haptic was tucked and broken at middle part. The rod was properly pushed the optic. The optic was cracked from root of the trailing haptic. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. In addition, we re-installed new lens inside the received tip and released, and we confirmed that we could release the lens without any problems. Review of the production record showed there was not any nonconformities and/or deviation from the specifications. There was not any damage or abnormalities found on the returned injector. In addition, we could release re-installed lens without any problems. Research in our complaint database for the same production lot did not demonstrate the similar cases reported by the customer. We assumed that the leading haptic was broken because the lens was advanced with the haptic got tucked. It was not possible to determine exact root cause of the tucking of the leading haptic in this case. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Peeling haptic during use patient impact: no impact. It occurred in china. There was no impact to patient; however, it was reported to the local regulatory authority by the hospital.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: method, results, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Peeling haptic during use. Patient impact: no impact. It occurred in (B)(6). There was no impact to patient; however, it was reported to the local regulatory authority by the hospital.